Event description:
Clinical study. It was reported that 939 days post index procedure, the pt experienced a target vessel revascularization (tvr). Clinical assessment indicated that the pt's qualifying condition was stable angina and pt was referred for cardiac catheterization. One 18mm long target lesion lcoated in the dist cx with 90% stenosis and a 2.5mm reference vessel diameter was randomized into the study. Treatment consisted of of pre-dilatation and placement of a 2.5x24mm study stent, reducing the stenosis to 0%. The pt was discharged one day later on protocol doses of aspirin and plavix. On day 939, the pt was admitted for worsening of his coronary artery disease. Coronary angiography revealed 50% stenosis of the proximal rca and 75% stenosis of the mid rca, treated with 2 commercial stents, 90% stenosis of the 2nd diagonal, 75% stenosis of the prox cx, treated with a 3.5x16mm taxus express2 stent, reducing the stenosis to 0%. One day later, the pt was discharged with plans to return for pci of the lad. In the opinion of the physician, there is no relationship of tvr to study stent, index procedure, or a prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.